Event description:
It was reported that a patient had subsidence and will be getting the device explanted.

Manufacturer narrative:
The device is pending return and will undergo investigation once received.

Manufacturer narrative:
The device is pending return and will undergo investigation once received. Rmf 0003 rev 39 line 12.39. - subsidence not leading to surgical/major intervention involving patient with an unknown number of cervical spinal implants. It was reported that an m6-c patient presented with subsidence. Radiographic images were not provided for review. Microbiology/pathology reports and results were also not provided. The device remains implanted; therefore, examination of the explant could not be completed. With the limited information provided, it is not possible to determine the cause of the reported product experience.

Event description:
It was reported that a patient had subsidence and will be getting the device explanted. Additional information provided indicated the physician decided to possibly remove the implant in 6 months depending on the clinical presentation.